Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reports having an allergic reaction to suture described as itching and redness at the incision sites approximately four days following gastric banding procedure. Patient was prescribed antibiotics and prednisone. Allergy testing is planned when her current symptoms subside.